Event description:
The service report shows that the vent has 9905 error code. The mallinckrodt customer support engineer (cse) verified the reported condition. The cse inspected the device and replaced the transducer board. The unit passed extended self testing. There was no patient harm or change in therapy.